Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, (B)(4), under report number 1422375-2022-00057.

Event description:
On december 21, 2022, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: - the event occurred on (B)(6) 2022. - a dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(4)). - during the procedure, the head cap of the handpiece came off in the patient's mouth and the patient was not injured in the event.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed that the cartridge and the drive shaft were soiled and abraded. C) nakanishi measured the size of the bur returned with the cartridge. The maximum diameter of the working portion was 3.04mm in the measurement, which is out of the device specification (2.00mm). D) nakanishi took photographs of all the internal parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi considers the possibility from many years of experience and based on the findings in the visual inspection, that the head cap came off due to a combination of strong impact on the device and vibration during cutting. B) nakanishi also considers the possibility from similar event that nakanishi has experienced in the past, the combination of the reduced headcap tightening force together with abnormal vibration, which caused by use of the out-of-specification bur, could result in the reported headcap loosening/separation. C) misuse by the user led to the above issue, which contributed to the reported event. D) in order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.